Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged because the usb port was loose. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 84 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.